Event description:
It was reported that when using the bd pyxis¿ medstation¿ es multiple drawers failed to open and displayed a device not detected on bus error message. The customer attempted troubleshooting by rebooting the station and trying to recover the drawers. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-may-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that multiple drawers had displayed the message device not detected on bus. The field service engineer (fse)stated that customer had experienced issues with the drawer being unable to recover. The fse inspected the cables and connections and observed that the drawers were not flashing the light emitting diode indicators. The fse then replaced the boards and the retractable bands and completed the required preventative maintenance on the unit. The system functioned as intended after the field service engineer repaired the device.